Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in bacterial peritonitis coincident with peritoneal dialysis (pd) therapy manifested by cloudy effluent. The patient was not hospitalized for the event. The patient was treated with intraperitoneal vancomycin (two doses, duration and frequency not reported). Extraneal and dianeal therapies were ongoing. The patient was retrained on aseptic technique. At the time of this report, the patient was recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as a breach in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.